Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and r wave undersensing. The lead was scheduled to be replaced during a routine implantable pulse generator (ipg) replacement procedure. During the procedure the subclavian vein was punctured with a micropuncture needle and pneumothorax was then observed. The lead replacement was abandoned and the lead remains in use. It was reported that mid level deflation of the lung was observed and a drain was placed in the thorax. No further patient complications have been reported as a result of this event.